Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture & capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed, two patterns along the same edge on radius assessed as smooth opening. Additional observations: creases are observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. Red particles were observed on the shell.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted.